Event description:
It is reporte3d that a customer experienced low blood glucose in the middle of the night and had to be hospitalized on (B)(6) 2014. The customer was treated with an IV. The customer states that that his insulin pump sends a no delivery alarm when the insulin pump does in fact delivery the insulin he needs. Customer also states that he often has a bent cannula which can run the patient very high in blood glucose. The customer was informed about different infusion sets and the various reasons for the no delivery alarm. The customer was sent new sihouttes and was told to monitor the pump for any future malfunctions. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.